Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The returned ria shaft device was manufactured in june 2006 and is over 6 years old. The reamer was not returned for evaluation. It appears that the ria shaft device may have been forced off-axis once connected to the reamer, causing damage to the reamer shaft. The material of the drive shaft is nitinol, which is essential to the flexibility of the drive shaft. This is an adequate material for the drive shaft. There are no finishing process or other treatments that can improve the performance of the shaft. Other designs have been considered, but the current design has been determined to be adequate. Revision e of the design clinical risk management document was reviewed. This complaint is associated with line 7 for a drive shaft failure. The rate of occurrence for a drive shaft failure is 1 and is controlled by the technique guide and in-services for end users. The severity of this risk is set at 2, marginal - effect causes moderate nuisance to users or patients, not serious enough to cause injury or damage but may result in unscheduled surgery. The design and clinical risk management document is being updated to reflect the current occurrence rate reflected by the 5-year complaint history and sales figures in the us and europe. In 5 years, there have been approximately 28,500 sales and approximately 200 complaints, which corresponds to a rate of occurrence of 3. The severity of the risk is also being increased, as material left in the patient signifies a moderate 3 severity of the risk. This is determined because the risk typically would not permanently impair bodily functions of the patient, but could cause injury, elongation of or time, and use of another instrument. It appears that the device may have been forced off-axis once connected to the reamer, causing damage to the reamer shaft. Device is not labeled for single use.

Event description:
It was reported that during surgery on (B)(6) 2013, while surgeon was using a reamer irrigator aspirator (ria) to harvest bone graft from the right femur, the reamer head became disengaged from the drive shaft and the drive shaft broke at the tip. Both the reamer tip and the drive shaft were removed from the femur. Surgeon used a different drive shaft to finish the procedure. The surgery was delayed by more than 15 minutes. This is report 2 of 2 for complaint (B)(4).